Manufacturer narrative:
The return device only includes the zoom 71. There were no additional adjunctive devices returned. Inspection results of the return device confirms the marker band is separated from the catheter. The total length of the returned device is 136.9 cm and is within specification. All other materials are present on the returned catheter besides the separated marker band. The distal section includes a break 1.0 cm from the distal end, and is held together by the coil, indicating significant force during retraction of the device. The root cause of the marker band separation was determined to be the kink in the access catheter, combined with four (4) repeated attempts using the same zoom 71, with three (3) of the four (4) attempts using stent retrievers. Per zoom 71 indications for use, "do not advance or withdraw the zoom catheter or accessory/adjunctive devices against resistance without careful assessment of cause under fluoroscopy. If cause cannot be determined, withdraw all devices as single unit", "do not perform more than 3 clot retrieval attempts with the zoom catheter," and "do not use kinked devices." A kink in the access catheter is likely to cause the zoom 71 to kink or be damaged. Appropriate testing and inspection were completed to ensure the device met minimum tensile specification. The catheter undergoes 100% visual inspection for visual defects over the entire length of the catheter. Lot history records undergo review to ensure there are no issues pertaining to design, manufacturing, or quality.

Event description:
The patient was undergoing a thrombectomy procedure to treat an occlusion within the right internal carotid artery (ica) terminus and middle cerebral artery (mca) m1 segment with an nihss of 15. Access was obtained using the right radial artery with a sheath guide placed in the right cervical ica. A very tight bend from the right subclavian to the right common carotid artery (cca) was noted. Initially a large bore catheter (lbc) was attempted to track to the clot. The lbc catheter did not track far enough to the clot therefore the decision was made to advance a microcatheter over a guidewire through the clot so that a stent-retriever could be deployed. After the first pass there was no improvement. The decision was made to use a zoom 71 catheter on the second attempt since the lbc was unable to track to the clot. On the second pass the zoom 71 catheter tracked well to the clot in the ica and an aspiration only pass was made. After this attempt the ica terminus along with the right anterior cerebral artery (aca) was completely open, leaving the right mca segment occluded. Pass number three was made with a new stent-retriever and same zoom 71. No improvement was seen after the third pass. A fourth pass was made with the same zoom 71 and stent-retriever, opening the m1 segment and leaving the inferior branch of the mca m2 occluded. A fifth pass was made using zoom 71 and stent-retriever removing the final clot in the m2 segment, opening all the vessels and a tici 2b was established. An immediate contrast run through the guide sheath after the fifth pass revealed the radiopaque marker band of the zoom 71 at the mca bifurcation. The physician also noted a kink in the guide sheath at the tight turn and junction of the right subclavian artery and the right cca. After removal of the zoom 71 a second contrast run was performed, and the marker band was noticed in the mca bifurcation, at which time the physician inspected the zoom 71 and noticed that the catheter was broken at the distal end. The marker band was not seen to be flow limiting. There was no intervention performed to remove the broken marker band. The case ended without additional clinical event. An MRI two-hour post-procedure confirmed the radiopaque marker. Four post-operative days (08/10/2021) the patient was at an nihss of 5 and was reported recovering from his stroke. The physician believed that when he removed the zoom 71 with the stent-retriever along with the very fibrous/hard clot, the catheter broke at the kink point (subclavian to common carotid) in the guide sheath. After the final contrast run the radiopaque marker would have flushed distal and stopped at the mca bifurcation.